Manufacturer narrative:
The associated device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, based on the reported symptoms it cannot be concluded that the events/clinical reactions (fracture of the echelon femoral component into pieces) was associated with a mal-performance of the implant. The patient impact cannot be determined at this time. No further clinical assessment is warranted at this time. (Approved per lo). At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a first revision surgery (covered under (B)(4)), in which an echelon femoral component was implanted on (B)(6) 2019, the plaintiff experienced fracture of the echelon femoral component into pieces, after 7 months of implantation. A revision surgery was performed on (B)(6) 2019 to treat this adverse event. In this surgery, a modular system from a competitor company was implanted. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The components were examined visually and with a scanning electron microscope (sem). No destructive testing was performed. The stem fractured approximately 100 mm distally from the tip of the femoral trunnion. The proximal portion of the stem had little bone on growth. This suggests that there was insufficient proximal support for the stem. This could have caused the stem to be subjected to fatigue loads that were above the fatigue strength of the material, which could eventually lead to fracture of the stem. Further examination of the distal end of the stem shows a region where its porous coated surface has been altered and is significantly smooth. This may have been caused during extraction by a surgical instrument such as a chisel. Examination of the oxinium femoral head revealed a small scratch that may have been caused during extraction. Sem images suggest a fatigue fracture occurred and propagated across the stem until a complete fracture occurred in the vicinity of the region. No deviations from processing or material specifications were noted for any of the components. From visual observation and information provided, no conclusions can be made as to what initiated the fatigue fracture. A review of complaint history did not reveal similar events for the listed device. The clinical/medical evaluation concluded that with the information provided the clinical root cause of the femoral component fracture and osteolysis cannot be concluded. We cannot rule out the patient¿s comorbidities; daily prednisone and body habitus (morbid obesity bmi 42.48) as contributing factors. The patient impact beyond the pain, revision and post-operative convalescence period cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
*Us legal mdl* it was reported that, after a thr with echelon system construct had been implanted on (B)(6) 2019, the plaintiff experienced fracture of the echelon femoral component into pieces, after 7 months of implantation. A revision surgery was performed on (B)(6) 2019 to treat this adverse event. The patient outcome is unknown.